Event description:
Duplicate report.

Manufacturer narrative:
The emdr with manufacturer report number (MDR 3005778470-2026-00452 ), submitted on 03/12/2026 was submitted in error as this case was determined to be a duplicate report. Please retract the report.

Event description:
End user reports "one catheter sealed in the seal". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.